Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of a programmer stylus issue. No other anomalies were noted. The device passed final safety tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was out of calibration. The device has been returned for service. There was no patient involvement.